Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels all day; however, no specific bg levels were provided. Customer reported that the pump is operating perfectly fine, they are receiving basal insulin and boluses, and their bg levels have returned to target. Customer declined to perform troubleshooting for the pump.